Event description:
It was reported that during a laparoscopic biliopancreatic diversion procedure, the device was reported to have malfunctioned. There was an instrument error code on the generator that could not be erased until they changed for a new disposable. It was reported that the procedure needed a lot of cut/coagulation of big chunks of tissue. It was noted that on the device itself, the inactive pad had started to melt and wear off the instrument (nothing fell into patient). Surgery was prolonged five minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.